Event description:
It was reported that the pin broke in mid section when it was being removed at the end of the case. The pin was removed and there were no adverse consequences reported for the patient. The procedure was completed as planned.

Manufacturer narrative:
Device was not returned to the manufacturer. If device is returned for evaluation, a follow up report will be filed.